Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in the drawer had read/write errors. A field service engineer (fse) logged into hardware test application, opened the affected cubies, and the customer removed the medications. The fse then removed the cubies, shut down the station, reseated the row board cable and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie malfunction error message that is, ¿read, write or invalid smart cubie memory¿ was displayed. The customer reported that the malfunction caused delay in dispensing the medications to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this incident.